Event description:
Rn inserted foley catheter under usual sterile fashion per order into urethra and got urine return. Rn started to inflate balloon when rn heard audible pop of balloon inside of patient. Rn removed foley. Balloon appears intact upon removal, saline visualized trickling from patient's urethra. Another foley was inserted without difficulty. Faulty foley reference number: (B)(4) surestep foley tray system 16fr, (B)(6).